Event description:
The patient was undergoing the aspiration procedure to open an occluded middle cerebral artery. The physician advanced a (B)(4) using a triaxial technique. Once in the mca, the physician attempted to aspirate the proximal end of the thrombus. A separator was advanced, but could not be pushed through the distal end of the (B)(4) due to a kink in the catheter. The entire system was pulled out of the patient and a (B)(4) was used to successfully revascularize the occluded vessel. The treatment was technically successful and the patient was observed alive at 90 days with an mrs score of 3.

Manufacturer narrative:
The information in this report was collected during the penumbra post-market start clinical trial.